Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. Analysis of the device memory indicated a polarity switch. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a polarity switch and lead impedance warning were noted on the right atrial (ra) lead. Varying and high impedance was noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020: it was further reported that the ra lead was capped and replaced.